Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's mid right coronary artery after initial difficulties occurred in positioning the guide catheter. Upon sheath retraction, guide catheter support was lost and the stent dislodged into the ascending aorta. A heparin drip was administered. There were no clinical sequelae reported relative to this event.